Event description:
The mechanical valve is slow-closing with moderate to severe aortic regurgitation and associated mild stenosis. The valve remains implanted. No report of intervention has been received.